Event description:
It was reported that the patient received a zimmer mmc cup 50mm/42mm code h on the right side on (B)(6) 2010 and underwent revision surgery on (B)(6) 2013, due to unknown reasons.

Manufacturer narrative:
Should additional information become available and / or the device(s) be returned for evaluation, an amended medical device report will be filed. (B)(4).

Event description:
It has now been reported that the patient was revised on (B)(6) 2016 due to pain, loosening, elevated cocr levels.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided, a product failure cannot be confirmed. Should additional information become available and/ or the device (s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).